Event description:
Blood was transfusing and I noticed blood dripping on the floor. It was coming from where the tubing comes out of the filter area. The blood was stopped and transfused on a new blood tubing. Manufacturer response (as per reporter) for blood tubing, blood tubingawaiting response